Event description:
It was reported that the bd autoshield¿ duo safety pen needle experienced leakage and safety shield failure during use. The following information was provided by the initial reporter: drug leakage and after injection find the cannula retraction failure.

Manufacturer narrative:
H.6. Investigation summary one open and activated 30g x 5mm safety pen needle sample was returned from lot. No. 9266405, cat. No. 329505. Visual examination was carried out on the returned sample and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no issues were observed with the returned sample no root cause can be identified. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd autoshield¿ duo safety pen needle experienced leakage and safety shield failure during use. The following information was provided by the initial reporter: drug leakage and after injection find the cannula retraction failure.